Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that when the physician opened the pocket site during a revision procedure, the physician noted discharges and believed there might be a possible infection. The patient was administered doxycycline medication and underwent an explant procedure. The physician believed that the event was neither device nor procedure related.